Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: curved opening, fold creases, brown particles. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. Also, a microscopic analysis identified: two curved striated openings on anterior and radius side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated opening assessed as surgical damage. Particles on fill channel assessed as particle leakage.

Event description:
Patient reported a left side deflation. Device has been explanted.